Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016 to replace the magnet. This report is filed on august 12, 2016.

Manufacturer narrative:
This report is filed on june 15, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). Clinical management of the patient is ongoing. The implanted device remains.